Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant product(s): a 4965-35 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.